Event description:
An initial MDR regarding this case was filed 06-feb-2025 (report number 3016798778-2025-00013). Additional information was received by millyard advanced medical products, llc by way of a completed technical investigation on recently received materials that were in use by the patient during the referenced event. Logs from remote (B)(6) (paired with pump (B)(6) show that between 13 days prior to and the date of the complaint, the system generated excessive noise attention, cassette problem, and pump error alarms. During investigation, pump (B)(6) was paired to an engineering remote for test delivery. This pump ran for a full delivery without issue. The pump was disassembled for further investigation and evidence of fluid ingress was observed. Fluid ingress was determined to be the cause of the alarms. Logs from remote (B)(6) (paired with pump (B)(6) show that between 5 days prior to and the date of the complaint, the system generated cassette depleted alarms. During investigation of the pump, a test delivery was initiated and a cassette depleted alarm was reproduced. The pump was disassembled for further investigation, and evidence of fluid ingress was observed. Fluid ingress was determined to be the cause of the alarms. Logs from remote (B)(6) and remote (b)6) show that between 5 days prior to the and the date of the complaint, the remote's generated remote battery low attention alarms. Logs show that both remote's charged as expected during patient use. The logs leading up to these alarms are consistent with the remote's either being powered on without sufficient charge or being unplugged from a charger without a sufficient charge. During investigation, the reported issue was not confirmed. Both remote's were observed to charge normally with no abnormal behavior observed. All returned materials functioned within specification. The remote's alarmed accurately and functioned as designed with no abnormal behavior identified. The pumps alarmed accurately and entered a failsafe state. The cause of the fluid ingress into the pumps could not be determined from the returned materials.

Event description:
An initial report of the potential for hospitalization was received by united therapeutics drug safety on (B)(6) 2025 and forwarded to millyard advanced medical products, llc on 10-jan-2025. The patient's mother reported that the pump was alarming for excessive noise and that one remote will not charge. Attempted to switch to backup pump with the working remote but received cassette depleted alarms with a newly filled cassette. Troubleshooting was unsuccessful. Replacement systems were sent for courier delivery. No side effects were reported. No components or further information associated with the reported event have been made available to the manufacturer for further evaluation. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.